Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator/monitor is unable to boot up. There was no reportede patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device will not boot. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device is unable to boot. Visual inspection was performed and the issue was confirmed. It was determined the ac (alternative current) power module is faulty. The component was replaced to resolve the issue. The faulty component is expected for return, but not yet received. The complaint will be processed for closure. If the component is returned or additional information is received the complaint will be re-opened and re-evaluated accordingly. Device returned to full functionality and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was faulty ac power module. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s2 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.